Event description:
Knee pain [knee pain], left knee was aspirated [effusion (l) knee], generalized weakness [weakness generalised], fluid showed few wbc's [synovial fluid white blood cells positive]. Case narrative: initial information received on 18-oct-2018 regarding an unsolicited valid serious case received from a non-health care professional from united states. This case is linked to cases (B)(4) (cluster). This case involves an adult male patient who received hylan g-f 20, sodium hyaluronate (synvisc one) injection and after few days experienced knee pain, generalized weakness, left knee was aspirated and fluid showed few wbc's. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, 1 dosage form, once (indication: not provided) in left knee. On an unknown date in (B)(6) 2018, patient experienced generalized weakness and knee pain and patient returned to office on (B)(6) 2018. Left knee was aspirated and cortisone was administered. Fluid showed few white blood cells (onset date: (B)(6) 2018). Final diagnosis was left knee was aspirated, generalized weakness, fluid showed few white blood cells and knee pain. Patient received cortisone and had aspiration as treatment for knee pain and left knee was aspirated, not reported for other events. The patient outcome is reported as unknown for all events. A pharmaceutical technical complaint was initiated with results pending for the same. Seriousness criteria: required intervention for knee pain and left knee was aspirated.

Event description:
Knee pain [knee pain]. Left knee was aspirated [effusion (l) knee]. Generalized weakness [weakness generalised]. Fluid showed few wbc's [synovial fluid white blood cells positive]. Case narrative: this case is linked to cases (B)(4). (Cluster). Initial information received on 18-oct-2018 regarding an unsolicited valid serious case received from a non-health care professional from united states. This case involves an adult male patient who received hylan g-f 20, sodium hyaluronate (synvisc one) injection and after few days experienced knee pain, generalized weakness, left knee was aspirated and fluid showed few wbc's. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, 1 dosage form, once (indication: not provided) in left knee. On an unknown date in (B)(6) 2018, patient experienced generalized weakness and knee pain and patient returned to office on (B)(6) 2018. Left knee was aspirated and cortisone was administered. Fluid showed few white blood cells (onset date: (B)(6) 2018). A product technical complaint (ptc) was initiated on (B)(6) 2018 for synvisc one. Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was: 30-nov-2018. No safety issues were indicated in this review. Final diagnosis was left knee was aspirated, generalized weakness, fluid showed few white blood cells and knee pain. Patient received cortisone and had aspiration as treatment for knee pain and left knee was aspirated, not reported for other events the patient outcome is reported as unknown for all events seriousness criteria: required intervention for knee pain and left knee was aspirated additional information was received on 30-nov-2018. Global ptc number and ptc results were added. Text amended accordingly.